Manufacturer narrative:
The insulin pump alarmed for a reset error and lost memory after a battery change due to a faulty component on the interface circuit board. No cosmetic damage was noted.

Event description:
The customer reported via telephone call that the insulin pump reset and alarmed and that the date and time was incorrect and data was erased. The customer did not recall the blood glucose reading. The customer reported that the insulin pump had not been stored or out of use for an extended period of time. The reset alarm was occurring during normal use. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.